Event description:
The user reported that there appears to be a small piece of rubber from the bottle seal inside the bottle. This was detected in the bottle of contrast media after having completed four scans. The spike tip was noticed to be blunt after the procedure. The user is not certain if the spike tip was damaged prior to use. No harm or injury was reported.

Manufacturer narrative:
Device eval: one suspect device was returned for eval. The device history record was reviewed and found no exception documents. The eval is in process. A follow-up report will be submitted when the eval is completed.